Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ 50ml concentric luer lock syringe there was an issue with scale marking error. It was stated ¿there are three devices with scale failure at the 2 ml mark.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample and two unused physical samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, the scale marking was observed partially missing. A device history record review of lot 1802228 found one non-conformance during the production of the provided lot number that may have contributed to the observed/reported defect. During the manufacturing process, a failure was detected in the marking machine. Once this failure was detected, defective samples were rejected and the mechanical team repaired the failure. The provided samples appear to have been a result of this failure. Manufacturing personnel have been made aware of this incident. Based on severity and occurrence no formal CAPA is required according to internal procedure.